Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during the device replacement procedure. This rv lead exhibited high out of range shock impedances, measuring at 150 ohms. The physician then delivered a synchronized shock, which triggered error code 1005. Furthermore, the lead was fractured and there was insulation damage. Subsequently this lead was deactivated, and a new lead was successfully implanted. No additional patient adverse effects were reported.